Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, #(B)(4), during an unknown procedure; a piece of the distal end of the shears broke off inside the patient. The surgeon saw the piece and removed it from the patient. It was noted by the cst (certified surgical technician) that the piece that broke off is a piece that is within shears itself. There were no patient consequences reported.